Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt had severe calcification with no tortuosity. The pt also had severly advanced peripheral vascular disease. The physician was having difficulties advancing the stent graft to the intending landing zone. After several attempts the physician elected to stop the endosvascular procedure and the pt was sent for open surgical repair. No additional sequalae were reported and the pt is fine.